Event description:
A surgeon reported, via technical service, that the handpieces occluded during surgery. Per surgeon report, the surgery parameters were copied from another facility and installed on this machine. Those parameters were meant to be used with an IV pole extension and the surgeon doesn't have this extension in this clinic. The technical service together with the surgeon increased the height of the bottle and the vacuum in the sculpt mode slightly and the phenomenon disappeared. There was no patient impact. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).